Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter occupation: reporter is a synthes employee. Device evaluated by MFR: a manufacturing record evaluation cannot be performed due to lot number being unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the nav drill guide body 2.2-2.4mm had no signs of issue. The photo only shows the threaded scale sub assembly, and as the device was not returned a functional test cannot be performed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that nav drill guide body 2.2-2.4mm was broken from the welded spring, also the retainer pins seem to be broken, this is causing that the spring is below its original position and causing loosening of the device. There are no signs of the scale body stripped or worn. A dimensional inspection for the nav drill guide body 2.2-2.4mm was not performed as is not applicable to the complaint condition. A functional test was performed, the scale body was pushed down the knob, this caused that the spring would go down outside the knob, deforming the spring temporally. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the nav drill guide body 2.2-2.4mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings were reviewed: 103140293 nav drill guide assembly 2.2mm-2.4mm and 2.8mm-3.2mm (current); 103140293 drill guide threaded scale sub-assly (current); 103140293 drill guide knob sub assembly (current). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from australia reports an event as follows: it was reported that when setting up for a c1/2 posterior cervical fusion, it was noted that the 2.2-2.4 nav drill guide body was damaged. The rectangular section (this has no specific number) does not thread pass 0 down the actual body. The rectangular section is interchangeable between the navdrive guide body so was kept on the kit. Another drill guide was used instead. Procedure was completed successfully. There was no patient harm. This report is for a nav drill guide body 2.2-2.4mm. This is report 1 of 1 for (B)(4).